Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose reported at 60 mg/dl while using the ilet bionic pancreas in conjunction with a dexcom g7 continuous glucose monitor (cgm), after repeatedly entering meal announcements as corrective inputs for hyperglycemia, which reduced the high but precipitated hypoglycemia. The user was in range at the time of the call and received education and a formal review of maladaptive use. Symptoms included lightheadedness, dizziness, and fatigue associated with hypoglycemia. Outcomes included self-treatment with oral carbohydrates, including glucose tablets and a sports drink, with glucose trending upward without hospitalization. Investigation included customer care troubleshooting and user education on appropriate correction strategies. Investigation of this case revealed user technique and use error related to dosing behavior as the contributory factors, with no device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error.